Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
We received information that the battery in this device was suspected to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected. Ts recommended device replacement. The device was explanted and returned for analysis.

Event description:
It was reported that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Using historical daily battery voltage measurement data, I estimated daily device power fluctuations. To date, the power appears steady. This behavior, however, may change unpredictably. The device is malfunctioning and it was recommended that the device should be replaced . At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.